Event description:
Consumer called with accuracy concerns. Was hospitalized with a low blood sugar reaction when tesing with his plink. Had to call emt for assistance and their reading was 43. Was taken to the hospital.